Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the device able to fired 5 times, however on the next firing attempt the device's handle ran out of battery and would not fire again. The surgeon the used another device from other manufacturer to resolve the issue in order to complete the case. There was no patient injury.